Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a code 10 power up failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) health. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion) a getinge field service engineer (fse) replaced both pneumatic interface module (pim) and executive processor board which cleared alarm code 10. Preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department (fat dept.) Received the pneumatic interface module (pim) and executive processor board rev. C serial number (12 00730 16_nbs). The fat performed a visual inspection and found the parts to be in good condition. The fat installed pneumatic interface module (pim) in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The non-conformance's with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed. The fat installed executive processor board in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part would not boot up properly. Fat confirmed the failure but root cause is impossible to define. This board revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number rev. Ar. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.